Manufacturer narrative:
On 7-dec-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-jan-2024, the product investigation was completed. It was reported a patient underwent a atrial fibrillation (afib) cardiac ablation procedure which included the use of a thermocool smarttouch sf ablation catheter experienced a cerebrovascular accident. It was reported that midway through ablating with the thermocool smarttouch catheter, that a ¿catheter temperature too high¿ error occurred on the smartablate remote that prevented ablation after ~2 seconds. The temperature rose from ~31¿c to 40¿c before ablation was cut off. Temperature cut off was 40¿c. This happened multiple times. The medical team used 50 w for 15 seconds and dropped down to 40 w for 30 seconds to reduce the 'catheter temperature too high' error, and this helped reduce the errors. The user removed the catheter and inspected it after getting the error a few times. There was significant char on the catheter tip. The operator wiped the char off, flushed the catheter and tried to re-use it. However, the stsf's force sensor was damaged. The user then replaced the catheter for a new st sf and had the same ¿catheter temperature too high¿ error intermittently occurred. At the end of the procedure, when removing the catheters there was also char on this second stsf catheter (to a lesser extent than the first) and also on the octaray mapping catheter being used. The operator confirmed he did not believe at any point he was ablating on the octaray splines to cause char. The baseline impedance during the case was around 100 ohms and did not change as expected when char has formed on the catheter tip. The patient had act above 300 throughout the case. Physician consider that the char was excessive on the first stsf catheter and increased risk to patient. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed char residues attached to electrodes 1 and 2. The device features were reviewed, a temperature and impedance test was performed and the results were found within specifications. A manufacturing record evaluation was performed for the finished device 31114808l number, and no internal actions related to the reported complaint condition were identified. The char issue reported by the customer was confirmed. Char is a physical phenomenon of rf, it can be the normal result of the ablation process. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that: -careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Monitoring the temperature from the electrode during the application of rf (radiofrequency) current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and an increased risk for collateral damage. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a atrial fibrillation (afib) cardiac ablation procedure which included the use of a thermocool smarttouch sf ablation catheter experienced a cerebrovascular accident. It was reported that midway through ablating with the thermocool smarttouch catheter, that a ¿catheter temperature too high¿ error occurred on the smartablate remote that prevented ablation after ~2 seconds. The temperature rose from ~31¿c to 40¿c before ablation was cut off. Temperature cut off was 40¿c. This happened multiple times. The medical team used 50 w for 15 seconds and dropped down to 40 w for 30 seconds to reduce the 'catheter temperature too high' error, and this helped reduce the errors. The user removed the catheter and inspected it after getting the error a few times. There was significant char on the catheter tip. The operator wiped the char off, flushed the catheter and tried to re-use it. However, the stsf's force sensor was damaged. The user then replaced the catheter for a new st sf and had the same ¿catheter temperature too high¿ error intermittently occurred. At the end of the procedure, when removing the catheters there was also char on this second stsf catheter (to a lesser extent than the first) and also on the octaray mapping catheter being used. The operator confirmed he did not believe at any point he was ablating on the octaray splines to cause char. The baseline impedance during the case was around 100 ohms and did not change as expected when char has formed on the catheter tip. The patient had act above 300 throughout the case. Physician consider that the char was excessive on the first stsf catheter and increased risk to patient. It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included the use of an octaray mapping catheter. It was reported that midway through ablating with the thermocool smarttouch catheter, that a ¿catheter temperature too high¿ error occurred on the smartablate remote that prevented ablation after ~2 seconds. The temperature rose from ~31¿c to 40¿c before ablation was cut off. Temperature cut off was 40¿c. This happened multiple times. The medical team used 50 w for 15 seconds and dropped down to 40 w for 30 seconds to reduce the 'catheter temperature too high' error, and this helped reduce the errors. The user removed the catheter and inspected it after getting the error a few times. There was significant char on the catheter tip. The operator wiped the char off, flushed the catheter and tried to re-use it. However, the stsf's force sensor was damaged. The user then replaced the catheter for a new st sf and had the same ¿catheter temperature too high¿ error intermittently occurred. At the end of the procedure, when removing the catheters there was also char on this second stsf catheter (to a lesser extent than the first) and also on the octaray mapping catheter being used. The operator confirmed he did not believe at any point he was ablating on the octaray splines to cause char. The baseline impedance during the case was around 100 ohms and did not change as expected when char has formed on the catheter tip. The patient had act above 300 throughout the case. Physician consider that the char was excessive on the first stsf catheter and increased risk to patient. Patient had a stroke after the procedure. The actual timing and location (in hospital or post-discharge) is unknown. This adverse event is being reported for one of two stsf catheters used in the procedure. It has been noted that the user has applied power levels outside of the recommendations of the instructions for use (IFU). Per IFU for the stsf bidirectional catheter, the recommended power maximum is 45w with a recommended flow rate of 15ml/min for power levels between 31w and 45w. Ultimately, the application is left to the physician's discretion. It has been noted that the user has applied power levels outside of the recommendations of the instructions for use (IFU). Per IFU for the stsf bidirectional catheter, the recommended power maximum is 45w with a recommended flow rate of 15ml/min for power levels between 31w and 45w. Ultimately, the application is left to the physician's discretion. Because both ablation catheters were utilized for rf energy delivery, neither can be dissociated from the adverse event as a contributor.

Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 3 reports. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).